Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, the stent delivery system was unable to be removed from the guidewire. The physician attempted to use a taxus express2 3.0x8mm drug eluting stent to treat a lesion in an unk area. The stent delivery system (sds) was "stuck on the guidewire." The guidewire and the sds were both removed from the pt. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complaint source confirmed that, the product had been disposed. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.